Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. An infusion set change was being performed and the customer found that the cartridge was leaking. A new cartridge was loaded resolving the issues. Customer's blood glucose level was 146 mg/dl.